Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 was returned to the third-party service center for evaluation. During the evaluation it was noted that the devices passed all pretest. After pretesting the technician installed a flow sensor and during final testing the device failed the sensor drift test multiple times. The technician installed the software and put the device in ship mode several times in hopes of resetting the device. The root cause isn't confirmed at this time. It was noted that the follow up repairs will be completed by the customer. An attempt will be made to gather additional information. If any additional information is received, a follow-up report will be filed. New information: the technician provided additional information stating the failed sensor drift test during testing was due to connection issues during testing. Therefore, the flow sensor needs to be replaced to address the issue. Afterwards the ambient light alarm sensor was displayed, and the display ribbon was torn due to errors caused by the technician. The printed circuit board assembly needs to be replaced to address the issue unrelated to the reported test failure. The device is currently being repaired. If additional information becomes an available a follow-up report will be filed. Box h coding is updated.

Event description:
The trilogy ev300 was returned to the third-party service center for evaluation. During the evaluation it was noted that the devices passed all pretest. After pretesting the technician installed a flow sensor and during final testing the device failed the sensor drift test multiple times. The technician installed the software and put the device in ship mode several times in hopes of resetting the device. The root cause isn't confirmed at this time. It was noted that the follow up repairs will be completed by the customer. An attempt will be made to gather additional information. If any additional information is received, a follow-up report will be filed.